Event description:
A patient underwent ivtm therapy after out-of-hospital cardiac arrest (ohca). The patient's body temperature at the start of the treatment was 35.8 °c, and the target temperature was set at 32.0 °c on the max rate. After about 24 hours, when the patient's body temperature had reached 32.0 °c, the thermogard xp ivtm system (B)(4) displayed an "air trap" alarm. There was a massive amount of saline on the floor and the thermogard console. Upon inspection, the customer noted that the air trap's top cap of the start-up kit (suk) (lot # 168195) had become loose, and saline was leaking into the air trap holder of the console. The customer was unable to clear the "air trap" alarm. Both the suk and console were replaced to continue the treatment. There was no report of patient injury, and the patient is stable.

Manufacturer narrative:
Zoll did not receive the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.